Event description:
Customer reported, they felt the output of their tec 6 vaporizer was lower than expected. Patient reportedly moved prior to the first incision being made. The patient alleges she heard clinicians speaking. There was no reported patient injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.